Event description:
It was reported that the coil was placed into the aneurysm. The physician does not like how it was positioned and decided to withdraw it. Upon removal, the coil detached inside the catheter. No pt injury reported.

Manufacturer narrative:
The pusher assembly was returned for eval and confirmed the implant coil had detached, but the eval could not determine the cause of the event.